Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37702, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 355028, lot# n316548, implanted: (B)(6) 2012, product type accessory; product ID 355531, lot# n316893, implanted: (B)(6) 2012, product type screening; device product ID 355028, lot# n325372, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 355028, lot# n316548, implanted: (B)(6) 2012, product type accessory; product ID 355028, lot# n325712, implanted: (B)(6) 2012, product type accessory; product ID 355531, lot# n328053, implanted: (B)(6) 2012, product type screening device; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had lost a lot of weight and needed to have both pockets revised as the stimulators were protruding and causing discomfort. The physician was targeting (B)(6) 2015 for a revision date, but it was not officially ¿in the books.¿ longevity was provided for the devices as well ¿ the device for the cervical area had an estimated longevity of 76 months. The device for the thoracic area had an estimated longevity of 37 months. The patient used both devices 16 hours a day. As of (B)(6) 2015, the date had not yet been confirmed but the revision would occur. The patient was doing fine/well with her therapy, as there were no significant needs to change her current programming. Additional information regarding the revision and the outcome was requested, if received, a follow up report will be sent.